Manufacturer narrative:
(B)(4).

Event description:
It was reported that ra, rv and lv leads were capped and replaced on (B)(6) 2016 due to an unspecified issue. No further information is available at this time.